Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was presented to the hospice center to disable tachycardia therapy for end of life care. Patient's wife suspected that the patient received several shocks. Device could not be interrogated due to device being reset hence patient's therapy details were unavailable. A device image was not able to be downloaded from the device. No action was taken. No further information available.